Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 7 had failed and not detected on the bus. The customer had performed multiple reboots. As per part investigation, it was determined that the failure was due to a faulty solenoid, damaged retractor cable, and a shorted mosfet q601. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h manufacturer narrative, section b describe event or problem, section d device available for eval and returned to manufacturer. Part analysis: the reported condition of es - failed drawer was confirmed by fse and subsequently confirmed in the dchu testing and inspection process. According to work order (B)(4), the field service engineer (fse) reported that the drawer 7 failed and was not detected on bus. The fse found no light on the pyxibus module controller and the drawer controller. Retractor cable showed thermal damage. Solenoid showed thermal damage where inside had melted enough to trap solenoid plunger so drawer could not be easily opened. So, fse replaced drawer controller, pmc, retractor cable, solenoid, and latch and tested the functionality. During dchu visual inspection: pn 353844-01: the unit was received with signs of physical damage as torn shielding on different locations along the flat flex cable, exposing separate groups of copper strands. As well as bubbling on the shielding in a curved pattern was detected along the cable. Pn 119879-01: the unit was received with visible discoloration on the coil cover, indicative of an overheating condition and consistent with a thermal event. Pn 151622-01: the unit was received in good condition with no signs of physical damage, loose components, fluid ingress, or missing components. During dchu testing: pn 353844-01: no testing was necessary as the unit was received with physical damage, including torn shielding from stretching and exposed copper strands along the flat flex cable. Pn 119879-01: no testing was required due to evidence of thermal damage with visible discoloration on the coil cover, indicative of an overheating condition. Pn 151622-01: the returned pcba dwr cntlr v1.10/v1 was evaluated on an esd-protected surface using a calibrated digital multimeter. Normal resistance values (>1000 ohm) were measured on d501, mosfet q501, and tp501; however, mosfet q601 was found to be failed, exhibiting abnormal resistance readings. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause was identified as a faulty solenoid 12 vdc hh drawer cubie, pn 119879-01, which exhibited thermal damage in the coil and consequently compromised the proper operation of the drawer. The root cause of the assy retractor dwr hh cubie was physical damage, including torn shielding due to overstretching and exposed copper strands along the flat flex cable, resulting in circuit instability and affecting the drawers functionality. Additionally, it was determined that the root cause of the pcba dwr cntlr v1.10/v1 was generated by a short circuit on mosfet q601 which led to circuit instability and compromised the drawers functionality.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 7 had failed and not detected on the bus. The customer had performed multiple reboots. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-jun-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 7 failed and not detected on bus. A field service engineer (fse) found no light on the pyxibus module controller (pmc) or the drawer controller. Retractor cable showed thermal damage. Solenoid showed thermal damage where inside had melted enough to trap solenoid plunger so drawer could not be easily opened. So fse replaced drawer controller, pmc, retractor cable, solenoid, and latch and tested the functionality. The system functioned as intended after the field service engineer repaired the device.